Manufacturer narrative:
Examination of the returned product confirmed the fracture. Depuy reported that the cause is a rupture linked to a bad orientation of the screw that came into conflict with the central pin of the metaglene. The documentary analysis of the DHR shows an initial conformance of this implant with regard to its definition. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Screw broke during implantation extended the surgical procedure.